Manufacturer narrative:
The customer's test strips were requested for investigation and replacement product was sent to the customer. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Initial reporter occupation - the occupation is patient/consumer.

Event description:
It was reported that a patient received discrepant results when testing with coaguchek vantus meter serial number (B)(4). At 7:59 a.m. On (B)(6) 2021, a sample from the patient was tested using the meter, resulting in a value of 2.4 inr. At approximately 9:00 a.m. On the same day, a sample from the patient was tested using an unknown laboratory method, resulting in a value of 1.9 inr. At 7:27 a.m. On (B)(6) 2021, a sample from the patient was tested using the meter, resulting in a value of 2.5 inr. At approximately 8:30 a.m. On the same day, a sample from the patient was tested using an unknown laboratory method, resulting in a value of 1.9 inr. Therapeutic decisions made for the patient were done based on the laboratory results. The patient's therapeutic range is 2.5 - 3.5 inr. The patient's testing interval is bi-weekly.